Event description:
(B)(4). I was implanted with essure in (B)(6) of 2013. This happened just 5 weeks after I had my last son. Before being implanted, I discussed my concerns about the nickel in the product and me being allergic to nickel. I was told it was like a heart stent and would be fine. Since day 3 of implantation, my health has declined. I have hair loss, memory loss, brain fog, bloating, pain, extremely heavy monthly periods that last longer then normal, painful intercourse, mood swings, and pain in my joints. I have also noticed I am more sensitive to metals and break out very easily. I was not told after the procedure that one of my coils was not placed correctly. I found out at my hsg follow up that not only is one of my coils improperly placed, but I have a fragment. My health continues to decline daily.